Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. Date of issue is an approximation. The sensor was inserted into the abdomen on (B)(6) 2020. On (B)(6) 2020, the patient noticed a skin reaction which she described as a contact dermatitis reaction that is extremely sore and itchy and has resulted in scarring. A photo received shows a sensor in place with a diffuse medium red rash extending out a half inch to an inch beyond the perimeter of the patch. She also stated that she developed a rash on her leg abdominal area. No additional patient or event information is available.